Event description:
It was reported that the sys displayed communication error message and resulted in a system lock up situation between the workstation and the c-arm. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on generator was evaluated and reseated. The system was tested and found to be working as intended and returned to service.